Event description:
Had implants placed with immediate adverse reactions, all symptoms as below.... Nasal congestion all the time, brain fog, fatigue, insomnia, can't breathe or take deep breath, breast pain-ripping feeling, foot pain, widespread joint pain, headaches, sensitivity to prednisone band aids etc., anxiety, depression, hands and feet numb, small areas on fingers that pop up and itch (itchy bubbles), weight gain, abdomen bloating, nausea, gerd, terrible sinus issues, muscle cramps, neck pain, hot flashes and night sweats so bad they hurt, abscesses to teeth numerous root canals, eye floaters, tremors head and neck, can't raise arms over head for more than a few seconds, and cannot drive with right and due to severe pain, dizziness. I explanted on (B)(6) 2023 with immediate relief of all symptoms, how can these be deemed safe? I have already filed a report on these implants with all numbers to the implants. Please help prevent other women from becoming ill over these defective products. Reference report: mw5116299.